Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-01103. It was reported the patient underwent surgical intervention on (B)(6) 2017 to implant a lead, however when the physician inserted the lead the patient experienced a cramp in her left heel. The leads were removed and the case was abandoned. Postoperatively, the patient is recovering and healing from the surgical procedure.